Event description:
This notification was opened for review due to an allegation the device was alarming for a service required alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" e344 code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue.

Manufacturer narrative:
The previous report was sent indicating the become aware date was 01/27/2025. This report is being sent to document the correct become aware date of 02/05/2025. This is the date the reportable event was discovered during the repair evaluation which occurred after the report was initiated. Additionally, the customer requests the repair be cancelled. The repair was cancelled and the unit returned unrepaired.